Manufacturer narrative:
An event of device deformation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, an 18mm amplatzer septal occluder(aso) was selected for implant. When the aso was deployed in the patient's left atrium, the la disk could not be deployed normally; it did not fully spread. Another 18mm aso (lot#: unknown) was used instead and the procedure was completed without any further issue. No patient consequences were reported. No additional information is expected.